Manufacturer narrative:
As of the date of this report, the monopolar curved scissors (mcs) tip cover accessory has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The mcs instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the sheath of the monopolar curved scissors instrument was damaged. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. Tube extension scratch marks measured roughly 2,08mm x 0,68mm. There was not any material missing. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.